Event description:
It was reported to medtronic minimed that the customer received pump error 63 (hardware low level failures.) And crack in the pump. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. Customer was able to clear the error and fill cannula delivery test was successful. Error table did not indicate that pump should be replaced and pump passed selftest. Customer is not using quick bolus speed feature on an impacted pump. The customer reported a crack in the belt clip area. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1880 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed displacement test and selftest. Successfully downloaded history files and traces using thump. Pump error 63 alarms were found in the pump history file on 07/20/2025 13:07:14.000 and 07/20/2025 16:30:05.000 both with variableinfo: 15 linenumber: 147 filenumber: 2017; per software r&d pumn0p analyiss log - ble, "pump error 63 was triggered in file h_drvpiezo.c (fln_drv_piezo_c_p = 2017 main_file_names.h) in line 147 (system_hw_error_check) in function void h_drvpiezo_setvolume (). Suspecting hw error problem with twi interface or with ad5161 chip". The pump was cut open and moisture damage on the force sensor assembly, motor assembly, and pcba 1 were noted during visual inspection. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched lcd window, cracked keypad overlay, pillowing keypad overlay, keypad overlay texture damage, cracked battery tube area, and scratched case. Pump error 63 was confirmed during analysis due to moisture damage on the electronic assemblies. No belt clip damage confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.